Manufacturer narrative:
H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported that a powerglide pro catheter placement was attempted in the basilic vein. The patient complained about severe pain during the insertion, which was a sign for us to check the catheter itself. When visually examining the tip of the catheter, we see that the a piece of the guidewire is stuck (0.2-0.3mm) out of the catheter. The guidewire was not advanced before the insertion. No other information provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of difficulty advancing the guidewire of a powerglide pro is confirmed and was determined to be use related. One 20 ga powerglide pro was returned for evaluation. The guidewire in the returned powerglide pro was observed to have some misaligned coils at the distal end of the guidewire. Based on the misaligned coils observed along the returned guidewire of the powerglide pro, the complaint of difficult device removal is confirmed. Insertion into resistance such as tissue or steep insertion angles can cause damage to the guidewire thus causing difficulty during removal of the guidewire. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Customer reported that a powerglide pro catheter placement was attempted in the basilic vein. The patient complained about severe pain during the insertion, which was a sign for us to check the catheter itself. When visually examining the tip of the catheter, we see that the a piece of the guidewire is stuck (0.2-0.3mm) out of the catheter. The guidewire was not advanced before the insertion. No other information provided.